Event description:
It was reported that the patient is pending a consult for possible exploratory surgery for an unknown reason. The battery life is noted to be fine. No additional relevant information has been received to date.